Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers. B3: date of event estimated as 5/13/2024. A partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a vessel closure of an unspecified access site using three prostyle devices. Reportedly, an unknown failure occurred with all three devices. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 correction: date of event updated from 5/13/2024 to 4/30/2024. B5 correction: describe event or problem: updated. E1 correction: first name /last name/title updated from ms. (B)(6) to dr. (B)(6). H6 correction: medical device problem code 3190 insufficient information was removed and code 1142 failure to cycle was added; investigation findings code 3221 no findings available was removed and code 114 operational problem identified was added; investigation conclusions code 4315 cause not established was removed and code 4311 adverse event related to procedure was added.

Event description:
Subsequent to the initially filed report, the following information was received: user facility medsun report was received that states: "describe the event or problem: the sutures were not connected to the suture - for all 3 devices. Reported & returned. Sales rep [redacted] picked up on [redacted]. Manufacturer response for perclose prostyle, (brand not provided) (per site reporter). Rep came in and picked up product. What was the original intended procedure? Tavr. What problem did the user have: other." It was reported that this was a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the suture was not present when the plunger was removed during step 3. This occurred with three prostyle devices in a row. Manual compression was used to achieve hemostasis. No additional information was provided.